Manufacturer narrative:
Manufacturer's investigation conclusion: an outflow graft (ofg) obstruction could not be conclusively confirmed via the submitted computed tomography (CT) image. Although a specific cause for the low flow alarms confirmed through the analysis of the submitted log files could not be conclusively determined through this evaluation, according to the account, normal flow was achieved during the outflow graft revision. The report of an accidental cut in the patient's pump cable was confirmed through the evaluation of the submitted photographs; however, damage to the underlying layers could not be confirmed via the submitted photographs. The system controller event log files collectively contained events from 05dec2022 through 14dec2022 and from 20dec2022 through 23dec2022. The files captured low flow hazard alarms on 09dec2022, 10dec2022 11dec2022, 21dec2022, and 22dec2022. Starting on 22dec2022 at 12:16:54, a fuse a open fault was captured, resulting in a controller internal fault alarm, which immediately cleared after a second. At that same time, a power a open fault was activated due to the current sense on line a dropping to 0.001 ampere (a). A pump stop was then captured immediately on 12:16:55 and restarted by 12:16:59. This event was consistent with the report that the surgeon accidentally cut the pump cable during the ofg revision. A driveline power fault alarm was also activated starting on 12:16:57 due to the power a open fault and remained active until 23dec2022, when the driveline was disconnected for a controller and modular cable exchange. It was noted that after the ofg revision, the flow values increased from the 2.0 lpm range to the 4.5 to 4.6 lpm, consistent with the report that normal flow was achieved after the revision. After the controller and modular cable were exchanged, the power fault alarms were cleared. Additionally, the corresponding system controller periodic log files collectively contained data from 03apr2022 through 23dec2023 and observed the flow gradually decreasing over time, consistent with the reported event that the patient¿s flows gradually decreased since october. The log files appeared to show the pump operating as intended prior to the damage to the pump cable. The account communicated that heartmate 3 left ventricular assist system (lvas), serial number (B)(6) will not be returned; the patient remains ongoing on left ventricular assist device (lvad) support. Of note, driveline communication fault alarms were later reported on 22jan2023 as reported under MFR #: 2916596-2023-00493. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. G) and the heartmate 3 lvas patient handbook (rev. G) are currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the IFU, ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 (under "caring for the driveline") also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 1 lists the outflow graft clip as a required component for implant. Section 5 further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The exact date that the patient began experiencing gradually decreasing flow was not provided. The event date has been estimated. The ofg obstruction was reportedly extrinsic.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The event date has been estimated. It was reported that the patient went to their clinic on (B)(6) 2022 with concerns of low flow alarms. Log file analysis captured continuous flow drops to around 2.5 lpm. The periodic log file revealed the patient's flow had been gradually decreasing from around 5 lpm since (B)(6) 2022. The patient's pump speed was increased, which slightly increased pump flow. A computerized tomography (CT) scan performed revealed an outflow graft (ofg) obstruction; the patient would undergo an ofg revision. During the revision, pump flow returned to normal parameters; however, the surgeon accidentally cut the pump cable. The damage appeared to be superficial, but a driveline power fault alarm occurred. Subsequent log file analysis revealed that current a was no longer functioning. The surgeon attempted to repair the pump cable with tissue, surgical glue and gortex. The controller and mod cable were then exchanged which resolved the driveline power fault. Subsequent log file showed an equal distribution between currents a and b. Related controller MFR #: 2916596-2022-16118. Related modular cable MFR #: 2916596-2022-16120.